Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with 510k number k131855. Evaluation summary: it was caused due to the angle wire worn out. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. The scope could not adjust the angulation, resulting in the inability to complete the operation.